Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted due to lactate dehydrogenase (ldh) level peaking at 869. Approximately 10 days later, the ldh level decreased to 301 upon discharge. The lvad remains in use supporting the patient.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.